Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, surface electrograms depicted loss of ventricular capture. The patient was asymptomatic. Pacing outputs were increased to 3.5 v at 0.5 ms and the patient would be monitored.